Event description:
It was reported the customer received a no delivery alarm during a bolus. The customer could not recall their blood glucose when the alarm occurred. The customer stated they were able to resolve the issue. The customer declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.